Manufacturer narrative:
The customer returned their meter and strips. Relevant retention material was measured on customer's h232 meter and the h232 meter used at the investigation site. Additional testing was performed with the customer's h232 meter and strips. All results fulfill requirements.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for troponin t quantitative on the h232 instrument. The patient was tested by a nurse in the emergency room. The initial troponin t quantitative result on the h232 instrument was between 50-100 ng/l. The result from an e601 analyzer was 5.9 ng/l. It was noted that just before the tests were run, the patient had taken omeprazole, diclofenac and insulin. Based on the results, the patient was catheterized. No adverse event occurred due to the patient being catheterized. The patient is currently doing well. The h232 instrument serial number was (B)(4). Neither the h232 instrument nor a similar device is sold in the unites states. Retention samples of the same lot that customer used were tested. The results of all measurements fulfill requirements.